Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. Investigation was unable to rule out a possibility that the subject device was used on procedure with its auxiliary water channel kinked or clogged with foreign material, therefore, was unable to determine whether it affected the suggested event. However, it was suggested that (1) improper pre-cleaning was not performed immediately after procedure; (2) water flow was not enough at pre-cleaning and/or manual cleaning; and/or (3) the facility staff was less trained on device handling or reprocessing in accordance with the instructions for use. The instruction manual identifies the following related verbiage under ¿precleaning the endoscope and accessories¿ as below: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. During pre-cleaning, wear appropriate personal protective equipment.¿ before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. If any irregularities are suspected after inspection, follow the instructions as described in chapter 5, [troubleshooting]. If this instrument malfunctions, do not use it.¿ ¿using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that in mid-september an incorrect or insufficiently reprocessed scope was used in a procedure. The customer reported that between various colonoscopy procedures black spots were observed when using the loaner scope. Also, the jet channel of the scope was noted to be clogged with foreign material. There was no patient injury or infection reported.

Manufacturer narrative:
Further inspection of the device confirmed the jet channel was clogged. The light guide rod lens was found cracked. The charge-coupled device cover lens was noted to be scratched. The bending section rubber glue was found cracked. The insertion bending tube was noted to be worn. The insertion part connecting tube was scratched. In addition, paint was noted to be peeling off the air /water nut and suction cylinder nut. The universal cord was found wrinkled and scratched. The exact cause of the reported event and physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.